Event description:
A review of the service data detected a reportable event. Upon servicing battery charger (B)(4), the battery charger was unable to power on. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. Upon service investigation the battery charger was unable to power on. The battery charger failed a flash memory test. The cause of the problem was isolated to computer analog (ca) board (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the damaged battery charger. The last pt to use this battery charger/modem did not report any problems.